Event description:
The jetstream atherectomy catheter was passed for the first time, advancing until it traversed the entire lesion. However, when the catheter was to be retracted with the rex mode, it did not work and we realized that when trying to retract the jetstream catheter, the guide thruway comes with the catheter as if they were melted, it is decided to remove and change the atherectomy system and the guide for new ones.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information and initial reporter's name and occupation were not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.